Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device'), uterine perforation ('perforation (other) please describe and state the location of the perforation'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general),') in a 43-year-old female patient who had essure (batch no. 627298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes. Concurrent conditions included endometrial polyp, drug allergy, intramural leiomyoma of uterus, hyperplasia endometrial, d & c, polypectomy and uterine fibroids enlarged. Concomitant products included escitalopram oxalate (lexapro) and etodolac. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia),"), 3 months 27 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with medical device pain, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), rash ("skin rash/rashes or skin conditions"), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), dental caries ("tooth decay/dental problems"), fatigue ("fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse),"), abdominal distension ("bloating"), depression ("psychological or psychiatric problems condition: depression"), weight fluctuation ("weight fluctuations"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), migraine ("migraines / headaches,"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and nervous system disorder ("neurological conditions or problems") and was found to have hormone level abnormal ("hormonal changes"), uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid,") and quality of life decreased ("other injury(ies) or complication please describe: no quality of life from the bleeding and pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, device breakage, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, rash, alopecia, dysgeusia, dental caries, fatigue, myalgia, arthralgia, menstruation irregular, dyspareunia, abdominal distension, depression, hormone level abnormal, weight fluctuation, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, uterine leiomyoma, migraine, nausea, vaginal discharge, nervous system disorder and quality of life decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, myalgia, nausea, nervous system disorder, quality of life decreased, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: a. Endometrium curetting¿s: received in fixative labeled endometrial curetting¿s and polyps are multiple hemorrhagic tissue fragments and mucus measuring 4 x 4 x 0.4 em in aggregate. Specimen is entirely submitted.; on (B)(6) 2013: 1037 gram uterus with subserosal and intramural leiomyomas with some degenerative changes. Endometrial polyp in a background of disordered proliferative endometrium. Unremarkable cervix. No dysplasia or malignancy identified.. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received : lot number added. New events: abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems, reproductive system disorder or condition type of disorder or condition fibroid, migraines / headaches, nausea, neurological conditions or problems, device breakage, vaginal discharge, fatigue, perforation (other) please describe and state the location of the perforation:, other injury(ies) or complication please describe: no quality of life from the bleeding and pain were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device'), uterine perforation ('perforation (other) please describe and state the location of the perforation'), device breakage ('device breakage') and genital haemorrhage ('abnormal bleeding (general),') in a 43-year-old female patient who had essure (batch no. 627298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: yes. Concurrent conditions included endometrial polyp, drug allergy, intramural leiomyoma of uterus, hyperplasia endometrial, d & c, polypectomy and uterine fibroids enlarged. Concomitant products included escitalopram oxalate (lexapro) and etodolac. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia),"), 3 months 27 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with medical device pain, uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain and cramping"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), rash ("skin rash/rashes or skin conditions"), menstruation irregular ("irregular menstruation"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), dental caries ("tooth decay/dental problems"), fatigue ("fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), depression ("psychological or psychiatric problems condition: depression"), weight fluctuation ("weight fluctuations"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), migraine ("migraines / headaches,"), nausea ("nausea") and nervous system disorder ("neurological conditions or problems") and was found to have hormone level abnormal ("hormonal changes"), uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid,") and quality of life decreased ("other injury(ies) or complication please describe: no quality of life from the bleeding and pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, device breakage, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, rash, menstruation irregular, dyspareunia, vaginal infection, female sexual dysfunction, vaginal discharge, abdominal distension, alopecia, dysgeusia, dental caries, fatigue, myalgia, arthralgia, depression, hormone level abnormal, weight fluctuation, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, uterine leiomyoma, migraine, nausea, nervous system disorder and quality of life decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, myalgia, nausea, nervous system disorder, quality of life decreased, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: a. Endometrium curetting¿s: received in fixative labeled endometrial curetting¿s and polyps are multiple hemorrhagic tissue fragments and mucus measuring 4 x 4 x 0.4 em in aggregate. Specimen is entirely submitted.; on (B)(6) 2013: 1037 gram uterus with subserosal and intramural leiomyomas with some degenerative changes. Endometrial polyp in a background of disordered proliferative endometrium. Unremarkable cervix. No dysplasia or malignancy identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who experienced migration of essure (fallopian tube occlusion insert) device. Approximately 4 years later, she underwent a full hysterectomy to have the essure device removed. Device dislocation is anticipated in the reference safety information for essure. Considering that there is a risk that the device could move out of the fallopian tubes, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who in 2009 conducted research to explore her options for permanent contraception, relied on the information on the essure website and information by her physician on benefits and risks of the essure device, and in or about early 2009 had the essure (fallopian tube occlusion insert) coils inserted by her physician. After the procedure, plaintiff experienced migration of the essure device, pain from the migrated implant, skin rash, hair loss, metal taste in her mouth, tooth decay, fatigue, joint and muscle pain, irregular menstruation, severe menstruation pain, heavy menstrual bleeding, pain during intercourse, severe abdominal pain, cramping, bloating, depression, hormonal changes, and weight fluctuations. As a result of the above and other complications caused by the essure device, on (B)(6) 2013, plaintiff underwent a full hysterectomy to have the essure device removed. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who experienced migration of essure (fallopian tube occlusion insert) device. Approximately 4 years later, she underwent a full hysterectomy to have the essure device removed. Device dislocation is anticipated in the reference safety information for essure. Considering that there is a risk that the device could move out of the fallopian tubes, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.